Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detection error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code were corrected. One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.